Manufacturer narrative:
This report was not associated with a human patient. The involved device has not been returned for evaluation. Therefore, the investigation was conducted based on a review of information provided by the user facility, retained samples and manufacturing quality records. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no indication that the event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility (a veterinary facility) reported a plastic piece of the catheter was lodged in the vein of the patient. Follow-up communication from the user facility reported: the catheter was lodged in the front left leg of a boxer dog; two cut downs were performed to remove catheter piece but was unsuccessful; the dog was sent to the surgery center; specialty hospital stated that the catheter was cut; (5) catheter piece was not located; and patient is reported doing fine.